Event description:
Pt's dr called from the ER to report that the pt was experiencing high blood glucose. Pt reported to the hospital that the night of (B)(6), exact time unk his blood glucose measured 160 mg/dl. By 4:52 pm, it had risen 600 mg/dl.

Manufacturer narrative:
The device was not returned for eval; we are unable to determine in any defect or other product condition could have contributed to the pt's high blood glucose. Qualification results for the product lot were reviewed; all acceptance criteria were met. The omnipod user's guide emphasizes the importance of frequency blood glucose monitoring to detect issues early and respond to them promptly. Specifically, it advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." Additionally, when treating for hyperglycemia, if blood sugars have not returned to normal range within four hours it recommends charging the device and contacting a health care provider.